Manufacturer narrative:
The suspect device was not returned to olympus. Upon follow up with the user facility, additional information was provided that the problem was resolved and the likely cause of the reported problem was isolated to 1 scope. The suspect scope was removed from service by the user facility and sent to a 3rd party for repair. The suspect scope was not returned to olympus. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30," scope communication error occurred. The problem, as reported to olympus, was identified during preparation for use. The intended procedure was completed using another similar device. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 3 due to multiple devices reported. Reference report patient identifiers (B)(6) & (B)(6) for additional reports.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the b30 error (communication error) could not be identified. Olympus will continue to monitor field performance for this device.